Event description:
This is being reported as an adverse event because the complaint originated from an attorney. The pt was being treated for a cystocele. The product was implanted during surgery on (B)(6) 2007. The complaints via the attorney were that the pt suffered infection, pain, discomfort, urinary incontinence, complications and recurrence of her cystocele. It is not known when the event occurred. It is not known what the pt's current condition is. No information has been confirmed by a health care professional.